Manufacturer narrative:
The product was unavailable for return as it remains implanted. Therefore an evaluation of device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. As noted in the product¿s instructions for use (IFU), the strata ii valve is considered MRI conditional. The IFU notes that ¿MRI systems of up to 3.0 tesla may be used any time after implantation and will not damage the strata ii valve mechanism, but can change the performance level setting. The performance level setting should always be checked before and after MRI exposure.¿ all of the valves are 100% tested at the time of manufacture. (B)(4).

Event description:
It was reported to medtronic neurosurgery that on (B)(6) 2015, the patient was implanted with the shunt due to hydrocephalus caused by brain metastases. According to the report, on (B)(6) 2015, the patient got dizziness and vomiting after an MRI check. Reportedly, the pressure level was not checked after the MRI. It was later reported that the doctor has now adjusted the pressure level to 2.0. According to the report, the patient's symptoms have improved and the patient is doing well.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.